Event description:
It was reported that a pump displayed system error 322. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter's device evaluation is in progress. When complete, a supplemental report will be submitted.